Event description:
It was reported via repair work order that the fowler lift had phantom motion due to a button stuck on the siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.